Event description:
Customer reported that the battery cap on the insulin pump is stripped and he is unable to remove it. Customer was advised to try to remove the battery cap with a large flat-head screwdriver and was unsuccessful. The blood glucose reading was 104 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.